Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stylus and cursor were not aligned. Reseated the connection between the overlay and xy board and calibrated the stylus. Analysis was unable to confirm that lead ii was very noisy. Reconfigured hard drive, reloaded and updated software. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touch pen needed calibration. Particularly on the top right of the screen. Calibration was attempted multiple times, but was not successful. It was also noted that lead ii was very noisy. The programmer was returned for repair. There was no patient involvement.